Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An 840 ventilator safety valve was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned part showed no anomalies. The safety valve was installed into a test ventilator for analysis. The fault was isolated to the valve diaphragm, which was causing a leak and preventing the safety valve to reach the required pressure.